Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient was experiencing pain and when she removed the pod, she noticed the needle had not retracted. The patient's blood glucose levels were between 175 mg/dl and 200 mg/dl. The pod was worn for longer than 48 hours.